Manufacturer narrative:
The ge service rep recalibrated ma null settings. System is now working as intended.

Event description:
The customer reported the system was giving low ma error codes. They were getting filament errors.